Event description:
It was reported that, following an unrelated surgery where the ipg was not placed in surgery mode, the ipg was unable to communicate with external devices. Ipg inoperable. Company manufacturer met with patient to trouble shoot and was able to establish reconnection with ipg. Patient has functional therapy restored.

Manufacturer narrative:
B3- date of event is estimated. A patient controller communication error message displaying ¿no generators have been added.¿ was reported to abbott. The patient was met with. The patient's device was interrogated device following their hip surgery. The device was recovered through abbott intervention. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.